Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 263 mg/dl. Customer reported he was outside and was sweating but the device was hooked on his pocket, as a possible event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer did not have a black up plan, advised the device can be flown to him. No further information reported.